Event description:
It was reported that the biomed stated the arctic sun device had error 80(water check time out- unable to reach calibration temperature) while doing calibration. The expected value was 6 and actual value was 31.1. They started functional check and device displayed reservoir empty. The device took 1.5 liters and said full. No water out of left drain port. The mixing pump was failed. The system hours were 2249 and pump hours were 2008. The biomed requested 2000 hours preventive maintenance service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed due to a faulty mixing pump. Replaced mixing pump head. Replaced circulation pump head. Replaced the heater sn (B)(6) with sn (B)(6). A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the biomed stated the arctic sun device had error 80(water check time out- unable to reach calibration temperature) while doing calibration. The expected value was 6 and actual value was 31.1. They started functional check and device displayed reservoir empty. The device took 1.5 liters and said full. No water out of left drain port. The mixing pump was failed. The system hours were 2249 and pump hours were 2008. The biomed requested 2000 hours preventive maintenance service.